Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Customer did not have a charging cable at the time of the call to confirm if the pump still turns on when plugged into a power source. Customer's blood glucose level was 168 mg/dl. Customer delivered a bolus, and stated that they will continue to use the pump for basal delivery and has back up manual injections to deliver boluses as needed.